Manufacturer narrative:
The product involved in the report has not been returned for evaluation. The documented UDI is based on the stock/product code provided by the reporter; the UDI-pi is not available as no lot number was provided. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 09 may 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
Sunmed holdings llc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the third of three reports. Refer to 8030673-2025-00019 for the first report. Refer to 8030673-2025-00020 for the second report. It was reported, due to kinking in the tube the pediatric patient was not getting the correct flow of oxygen while connected to the inhaled nitrox oxide flow meter. Unsuccessful attempts were made to adjust the tubing; however, the tube returned to the bent position. There was no reported injury.

Manufacturer narrative:
Correction: g1 the product involved in the report has not been returned for evaluation the documented UDI is based on the stock/product code provided by the reporter; the UDI-pi is not available as no lot number was provided. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 09 may 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
Sunmed holdings llc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the third of three reports. Refer to 8030673-2025-00019 for the first report, refer to 8030673-2025-00020 for the second report. It was reported, due to kinking in the tube the pediatric patient was not getting the correct flow of oxygen while connected to the inhaled nitrox oxide flow meter. Unsuccessful attempts were made to adjust the tubing; however, the tube returned to the bent position. There was no reported injury.